Event description:
This 58 yr-old white male was admitted to hosp on 6/5/97 with a 60-70% total body surface area burn over most of his anterior and posterior body from the knees up and inhalation injury. Prior to use of dermagraft-tc (d-tc) the pt had positive culture of sputum for staph. (6-5) and blood for viridans strep. (6-6). Pt was treated with ancef and topical "ssd". On 6/8/97 d-tc was placed on both arms on excised wound beds. On 6/9 additional antibiotics were initiated. On 6/12 turbid yellow drainage was noted under d-tc on left arm, and d-tc was trimmed back. On 6/16 d-tc was removed from left posterior arm and a culture obtained. At the same time it was noted that a catheter tip cultured positive for pseudomonas, and this was also cultured from the wound. On 6/18 and 6/19 further d-tc was removed from left arm and a small amount from right arm. Antibiotics were continued. On 6/21 it was noted that skin grafts had 100% take. The physician noted that they have had a problem with nosocomial infections in the intensive care unit where this burn pt was treated. In his opinion, the d-tc did not cause the infection in this pt, who had infections prior to d-tc placement.